Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed lesion in the mildly tortuous, severely calcified distal end of an unknown vessel was predilated with a 2.0x15mm maverick balloon. The taxus express2 2.5x20mm drug eluting stent was advanced to the target lesion but the stent was unable to be deployed. The stent dislodged when the balloon was pulled back. It was reported that the physician had inflated the stent balloon to 6 atm multiple times. The dislodged stent was able to be retrieved. The procedure was completed with a 2.5x13mm cypher stent. No pt complications were reported. Pt status is satisfactory.